Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a circulation pump component failure. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for low flow. Discussed this was indicative of a failed circulation pump and repair options with them and they would discuss with management and get back to us shortly. Per review of wo on 12may2023, likely cmos battery failure. Per follow up information received via email on 14jun2023, it was reported that the arctic sun device was failing calibration for low flow. Per follow up information received via email on 15jun2023, they had an arctic sun failing calibration check and spoke with tech support and was advised to change the circulation pump, which they did and had no further issues. If the issue was reported within the last couple days, they would need to take another look at the device as perhaps a new issue arose or the fix was not absolute.

Event description:
It was reported that the arctic sun device was failing calibration for low flow. Discussed this was indicative of a failed circulation pump and repair options with them and they would discuss with management and get back to us shortly. Per review of wo on 12may2023, likely cmos battery failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.